Manufacturer narrative:
Date of incident estimated. The customer reported that two lots of the product were affected: lot number du50: experiry date is 03feb2027 and manufacture date is 03feb2025. Lot number dx51: experiry date is 31mar2027 and manufacture date is 31mar2025.

Event description:
Radiometer reference number: (B)(4). According to complaint, the customer reported multiple safepico70 samplers (total of 4 samplers for lot number du50 and a total of 9 samplers for lot number dx51) exhibiting signs of corrosion.